Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy procedure, the manual release would not open the device nor would the anvil release. The tissue was cut around the stapler to remove the device from the pt. The case was completed using a clamp, cut and tie technique.